Manufacturer narrative:
It was reported that patient groin area appeared excoriated following preparation for an angiogram, had hive-like appearance and several small nicks that were bleeding. No sample or photos were available for evaluation. A device history record could not be evaluated as the lot number is unknown. Based on review of information provided, root cause is inconclusive. No conclusion can be made as to the extent to which the blade may have caused or contributed to the patient's clinical course. Complaints are monitored and reviewed for emerging trends. Addendum: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. No photos or samples were received for evaluation. A device history record could not be evaluated as the lot number is unknown. As every blade is subjected to comprehensive performance and visual inspections during the manufacturing process, the probability of defective items being released is deemed minimal. If there is any possibility of damaging the skin, it is likely due to excessive pressure being applied. At the time of use, please do not strongly press the blade against the skin. Gently slide the clipper across the surface and cut slowly. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the groin area appeared excoriated following preparation for an angiogram. The skin in the groin region showed hive-like appearance and several small nicks that were bleeding. The individual who performed the preparation confirmed the use of the correct clippers and observed no redness or bleeding upon completion of the clipping and scrubbing process. Physician ordered hydrocortisone 1% topical lotion to be applied to groin twice a day and bleeding stopped on its own prior to prep in the cath lab.

Manufacturer narrative:
It was reported that patient groin area appeared excoriated following preparation for an angiogram, had hive-like appearance and several small nicks that were bleeding. No sample or photos were available for evaluation. A device history record could not be evaluated as the lot number is unknown. Based on review of information provided, root cause is inconclusive. No conclusion can be made as to the extent to which the blade may have caused or contributed to the patient's clinical course. Complaints are monitored and reviewed for emerging trends. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the groin area appeared excoriated following preparation for an angiogram. The skin in the groin region showed hive-like appearance and several small nicks that were bleeding. The individual who performed the preparation confirmed the use of the correct clippers and observed no redness or bleeding upon completion of the clipping and scrubbing process. Physician ordered hydrocortisone 1% topical lotion to be applied to groin twice a day and bleeding stopped on its own prior to prep in the cath lab.